Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave console generated an autofill failure alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The insertion site appeared to have been disrupted, kinked, and the securement's were no longer in place. They were taking a film when the customer called for assistance. The nurse had described a hissing sound from the iab proximal to the chest. Troubleshooting did not reveal any blood in the iab, and repositioning the patient did not help. Because of the hissing sound and evidence that the iab had been kinked/cracked at the insertion site, the customer decided to remove and replace the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-20 through jan-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).